Event description:
It was reported that during a zerop case at levels c6-c7, the surgeon implanted the zerop device and, after he released the implant holder, the plate came off the peek. He removed the peek portion with a coker instrument, opened a new implant of the same size, and was able to successfully complete the case with no further problems. The surgeon mentioned following the surgery that the plate felt loose on the inserter when he loaded it in. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The implant was received in the disassembled condition for a product development evaluation. There was very minor damage or deformation observed on the spacer on one side of interconnection features. Overall, the implant was in excellent condition with no damage or deformation. Despite the minor damage, there was no indication that the dissociation could happen without any external loading. The minor damage to the spacer was most likely caused during the dissociation experienced by the surgeon. When properly aligned, the plate and spacer were successfully reassembled and the spacer was retained by the plate as intended by the design. The implant is designed to have a semi-rigid connection between the plate and spacer. The intent for this design was to decouple the plate from the spacer, so the plate could perform similar to an anterior plate, and the spacer could perform similar to an interbody spacer. This design scheme is meant to minimize the stress between the plate and spacer. Thus, the plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. This complaint is invalid from a design standpoint. As a result of the design, the spacer can dissociate from the plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the plate and spacer. The risk of dissociation in the patient post-op is low because the plate and spacer are loaded in the same directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so. However, the most conservative solution is to use a new implant as described in the risk assessment. The device was received assembled for a manufacturing evaluation and there were slight scratches and deformations at the slot on one side of the peek part. The part could be assembled and disassembled as required. No fault could be detected. However, it could not be defined how or when the slight scratches and deformations at one slot were caused. It is possible that a mechanical overload during insertion, which can also lead to a disassembling of the implant, caused these damages. This complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.